Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient who underwent primary breast augmentation and bilateral mastopexy in (B)(6) 2015 presented with bilateral deflated implants and bilateral capsular contractures. The patient underwent bilateral open partial capsulectomies, and implant replacement with mentor saline implants on (B)(6) 2019. During procedure, it was noted that the patient had 4 cysts in the left breast that were excised. These were sent to pathology, however, the results were not provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2019, during evaluation of the sample a tear and area of missed material were observed in the anterior view, measuring approximately 7.5 cm and 4.5 cm x 1.2 cm respectively. Microscopic examination was performed in both ruptures and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cysts and capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 275cc on the right breast and with saline mentor smooth round moderate profile 225cc on the left breast and experienced deflation on the right breast implant and bilateral capsular contracture and breast cysts on the left breast. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc breast implants on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 5/2/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6730464, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).